Event description:
Allegedly post-op infection occurred, antibiotics started. Post op course complicated by cva and 2nd admission for infected knee requiring total knee arthroplasty and explant of prosthesis.

Manufacturer narrative:
Investigation is not complete. Additional info is being requested. Trends will be evaluated. This report will be amended when the investigation is complete. A medwatch 3500a has been received from the user facility and is attached. This is the same event as 1043534-2008-00008, 00009.